Event description:
Ous MDR - after an implantation period of about 6 months, oversensing was reported. As of today no further information is available with regard to this event. No adverse patient side effects have been reported. The date of event was not provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.